Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on the right ventricular (rv) lead. It was also noted that far-field oversensing occurred on the right atrial (ra) lead, which resulted in inappropriate atrial tachy response (atr) episodes. Data was sent to boston scientific technical services (ts) for review as reprogramming is been considered by physician. Recommendations to evaluate lead integrity and reprogramming options were address by ts. At this time, the system remains in service. No adverse patient effects were reported. Additional information confirmed patient cannot move yet so no revision has been done, however, last transmissions showed in range values.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on the right ventricular (rv) lead. It was also noted that far-field oversensing occurred on the right atrial (ra) lead, which resulted in inappropriate atrial tachy response (atr) episodes. Data was sent to boston scientific technical services (ts) for review as reprogramming is been considered by physician. Recommendations to evaluate lead integrity and reprogramming options were address by ts. At this time, the system remains in service. No adverse patient effects were reported.